Manufacturer narrative:
The waist pack was returned for evaluation. A review of the manufacturing records could not be performed since the lot number is unknown. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned pack revealed torn seams around the controller pocket. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed, but not limited to wear and/or the handling of the pack. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
The waist pack was returned to the manufacturer due to damage. The waist pack subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.